Event description:
It was reported that the slap hammer spring broke during surgery. No foreign body was retained, and there was no impact on the patient. No serious injury occurred, and the incident did not result in any delay. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.